Manufacturer narrative:
Patient age & weight unknown; requested but not provided. If implanted; give date: unknown/not provided. The lens remains implanted. If explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter email address: unknown; requested but not provided. Initial reporter telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the photo/video device history record, complaint trending, and risk documentation, if applicable for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign substance was found in the eye after implantation of the intraocular lens (iol). The foreign substance was removed from the eye and the procedure was completed. There was no reported patient injury. The iol remains implanted. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jun 2, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the alleged foreign material was received attached to gauze inside a sealed non-jnj sterilization pouch. The complaint handpiece and handpiece tray was also received inside a non-jnj sterilization pouch. No complaint lens was received for evaluation. A customer video was evaluated. The video revealed a lens being implanted into a patient's eye. It could be observed that the customer is removing a foreign material from the eye (9 minutes and 47 seconds mark). Due to the poor quality of the video, the foreign matter cannot be clearly identified. Handpiece was evaluated and no defects or assembly issues were observed (handpiece, plunger and cartridge) before and after disassembling the handpiece for evaluation. Excess viscoelastic residue was observed inside the lens module which suggests ovd entered the lens module during loading and insertion which can contribute to usage issues; however, this is not expected to contribute to foreign material issues. A foreign material was received attached to gauze inside a sealed non-jnj sterilization pouch. A material analysis report was requested. Per the results, the bulk of the plastic material is consistent with a mixture containing an acrylic species similar to a polymethacrylate and possibly a vinyl polymer similar to polyvinyl pyrrolidone. The ftir spectrum raw data output file generated was then compared against the añasco manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was ¿lens case label 1 and 3 piece - glue side¿ with a 0.7767219 correlation. As a result of the investigation there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.